Event description:
The mother of the patient, stated that the patient applied his first v-go 30 for the first time today around 10:30-11:00am and the v-go fell off after 2 hours of use. The reporter mentioned that the patient perspires a lot and the v-go was applied about the length of the side of a hand below the nipple because the patient has too much hair on his stomach and abdomen.